Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference 1221359-2022-03211 through 1221359-2022-03212.

Event description:
The consumer reported three (3) unconfirmed false negative results with the binax now covid-19 antigen self-test. This report addresses test three (3) of three (3). The consumer reported an unconfirmed false negative result with the binax now covid-19 antigen self-test performed on a nasal swab. Confirmation testing information was not provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.